Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the system, and the user was instructed to rescan the sensor, after which the sensor displayed a remaining warmup period and pairing was successful. Symptoms included no adverse clinical effects. Outcomes included uninterrupted use following resolution of the pairing issue. Investigation included guided troubleshooting and user education on rescanning and observing the warmup countdown. Investigation of this case revealed that the sensor was functional and in warmup, and the pairing failure resolved after a proper rescan, consistent with expected device behavior during initialization. It was concluded, based on previously established findings for similar reports, that the cause was user-interface related and resolved through standard troubleshooting.